Manufacturer narrative:
The actual day of the event is unknown. Only the month (april) and year (2020) are known. Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the led's were broken off from the pcb. In addition, the enclosure, cover and water tank were marked, stained, and cracked. The line cord was also worn. The investigator subsequently filled the tank with water, attached the temperature check fixture, plugged in the line cord, and turned on the power switch. The customer reported product problem (failure to alarm) was confirmed during testing. The product problem was attributed to the broken led's on pcb, as well as the damaged alarm speaker. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. User issue was identified as the problem source of the product failure. This was established as the root cause. The following components were replaced: pcb (to correct the reported primary problem), enclosure (due to a heavily stained water tank), both covers due to cracks and markings, micro switch due to a defective electrical component, and the line cord due to wear and tear. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
It was reported that the disposable set alarm failed to activate on the level 1 hotline low flow system (hl-90). The product problem was observed during preventative maintenance. There was no patient involvement.